Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for failed battery test. The customer states they had used multiple batteries but the device alarmed. The customer states there was an absence of no delivery alarm. The customer's blood glucose level at the time of incident was 203mg/dl. The customer's levels had been as high as 390mg/dl. The customer treated with manual injections. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The stop current and run current measurement tests are within specification. No unexpected failed battery test alarm noted during testing. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.